Event description:
Plaintiff's attorney reports that in 2001, plaintiff was the recipient of a titanium screw for the purpose of corrective cervical spine dysfunction. In 2001, plaintiff became aware that the screw that was placed in the pt's cervical spine had broken into two separate components. It is not known if/when the screw was explanted. Also, it is not known if the device is a codman product.